Event description:
It was reported that a l-3b scooter would not turn off.

Manufacturer narrative:
(B)(4). MFR. Report # 1531186-2013-03410 indicting CT medical, inc as the manufacturer. The correct manufacturer is c.t.m. Homecare products.